Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked around the injection port. This occurred during patient use. The bag was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.